Event description:
The hcp reported that the patient fell in the rest room. The next day, it was found that the patient's catheter had dislodged from the intrathecal space. The catheter was explanted and later replaced. No patient symptoms or outcome was reported.